Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-00164. Follow-up identified both leads were explanted and replaced on (B)(6) 2017 during surgical intervention. Postoperative programing visit is pending.

Event description:
Device 2 of 2 . Reference MFR. Report#3006705815-2017-00164. Follow-up identified postoperative programming was successful and the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-00164. It was reported the patient suffered a fall (B)(6) 2016. Reportedly, the leads migrated and all contacts reveal invalid impedance measurements. Surgical intervention may be undertaken as the next course of action to address the issue.